Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead was exhibiting noise which was reproducible with patient manuevers. The physician assumed the damage was subclavicular but did not mention lead fracture. However, additional information received on 4/26/00 indicates the physician believed the lead was fractured.